Manufacturer narrative:
Batch review performed on 15 november 2020: lot 2001993: (B)(4) items manufactured and released on 24-mar-2020. Expiration date: 2025-03-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: reverse shoulder system 04.01.0169 glenosphere 36xø24.5 (k170452) batch review performed on (B)(6) 2020: lot 1910952: (B)(4) items manufactured and released on 03-jun-2020. Expiration date: 2025-05-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
After the primary shoulder surgery, when the patient was in post-op recovery and was being moved from operating room bed to hospital bed, the patient's glenosphere subluxed from the liner. The surgeon revised the glenosphere - 36x24.5 to a glenosphere - 39x24.5, the humeral reverse metaphysis +0mm/0° with a humeral reverse metaphysis +9mm/0°, and the humeral reverse hc liner 36/+3mm with a humeral reverse hc liner 39/+0mm. The surgery was completed successfully.